Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01531 (patient 1), 1221359-2021-01532 ( patient 2), 1221359-2021-01533 (patient 3), 1221359-2021-01534 ( patient 4), 1221359-2021-01535 ( patient 5), 1221359-2021-01536 ( patient 6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates . This MFR. Report addresses patient seven (7) of seven ( 7) . The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with cephied plaftorm generated negative results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed on retain kit lot 1025392 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot 1025392 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025392 showed that the complaint rate (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.